Manufacturer narrative:
On 07/16/2015, integra investigation completed. Method - failure analysis, device history evaluation, results: failure analysis - there was a suction tube returned in used condition, not showing any unusual markings the suction tube returned showing wear, shaft/tube broke off of bulb end it is noticed the shaft/tube is deformed. It appears to have been bent in many directions. Without knowing how the suction tube was handled, we cannot determine what it is indicative to. Device history evaluation: DHR complete with all available history. Nonconforming product report / nonconforming material report history none variance authorization / deviation history: none. Engineering change order/manufacturing change order history: none. Corrective action/ preventive action history: none. Conclusion: the complaint report has been confirmed; the root cause has not been identified as a workmanship or material deficiency.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
Customer initially reports that it broke during the case and came down in the tray to central sterile this way. No pt injury. On (B)(6) 2015 customer reports that about three weeks ago the suction came apart where the handle connects to suction tube while the surgeon was suctioning. Procedure was a video assisted thoracoscopy. No harm done.